Event description:
It was reported that with stimulation on and off a burning sensation occurred. The pt had an unrelated medical procedure where the pt alleged the healthcare provider hit the lead. Also, the pt could not feel her legs since the procedure. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).